Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer reports that the event is based on a palindrome catheter which had been inserted in (B)(6) 2011. They could not dialyze a pt as blood started leaking from exit site upon pt connection, and then micro-bubbles were finding their way into the blood line. That catheter was changed. The nurse can see a 3 mm long slit on the catheter, at a level that is almost above the exit site (under skin). When she pushed peroxide into the catheter to clean it, she could clearly see it leaking from there. One can also see dark spots on the catheter, as if there was mini blood collections under the external cover. Another device was used without further consequence. There was no pt injury or ill-effects or medical intervention required.